Manufacturer narrative:
Exact date unknown, event occurred a day before the date the manufacturer was made aware.

Event description:
It was reported that the patient had an electric shock from spinal cord stimulator when pressure applied to it with muscle spasms across back and shock down to right lower extremity. It was also reported that the ipg was uncomfortably positioned. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.